Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions. Visual inspection noted a cracked water tank. Functional testing was done where the customer complaint was confirmed. The device was leaking from the reservoir due to a crack in the tank cover. The gasket and tank cover were replaced. The device was tested again and passed all functional tests. A device history review was not done as the device is beyond a year from the manufacturing date. Service history review identified that this device had not been in for service previously.

Manufacturer narrative:
Additional information: a1, b3, b5, and h6 - health effects codes.

Event description:
Additional information was received: event occurred during testing. There was no patient injury.

Event description:
It was reported that the unit was leaking. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.